Event description:
Rptr indicated that pt's device was "continuously firing" for 30 to 40 mins. The pt was seen in hosp ER. The ER physician indicated that the only way he knew that the device was continuously stimulating is by what the pt was telling him. A vns therapy programming system was not available in the hosp ER. The ER physician indicated that he would place the pt's magnet over the device to stop stimulation.